Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Event description:
Healthcare professional additionally reported "creases." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, and one curved opening. A microscopic analysis and leak test were performed which identified one smooth crease opening. The fill test inspection was performed and identified no blockage in the valve. Based on the device analysis, the final assessment is one opening crease smooth in the side posterior assessed as fold flaw opening.

Event description:
Physician reported left side "any creases" observed during surgery. The device has been replaced.